Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used in the patient's stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2014. According to the complainant, the tip of the probe was missing straight out of the package. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.